Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected. A pre-I mplant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon due to calcification. On an unknown date following implant of the valve, the patient died. The cause of death was not provided.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B2: date of death is approximate. Month and year are confirmed valid. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B3. B5. E1. E3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected. A pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon due to calcification. On an unknown date following implant of the valve, the patient died. The cause of death was not provided. Additional information was received that the patient died five days after valve implant due to a cerebral vascular accident (cva). Per the physician, the valve and the delivery catheter system can be excluded as a contributing cause to the cva and death.